Event description:
It was reported that upon opening a kit it was identified that the inner package was not sealed. The procedure was completed with a different device. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified the inner sterile barrier was not sealed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The complaint is not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.